Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the low battery indicator does not sound. The unit has no physical damages and was received with customer batteries, inside of the battery compartment, that did not have sufficient power to turn unit on. The unit powers on with batteries and passes functional test. (B)(4).